Manufacturer narrative:
Isi received the hrsv for failure analysis, however, the evaluation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow up MDR will be submitted once the failure analysis evaluation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was missing on the surgeon side console (ssc). The intuitive surgical inc. (Isi) technical support engineer (tse) had the site restart the system and reset the circuit breaker but the issue persisted. The surgeon tried to proceed with the case after docking but the surgeon found the procedure too difficult to complete with the left eye missing. The surgeon aborted the procedure, post anesthesia and port placement, and rescheduled the case. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the left ssc high resolution stereo viewer (hrsv). The hrsv is located on the ssc and provides the 3d image captured from the endoscope inserted in the patient.

Manufacturer narrative:
Isi received the hrsv associated with this complaint and completed the device evaluation. The hrsv was found to not turn on. The power and video were repaired and a backlight calibration was performed. The high resolution stereo viewer (hrsv) associated with this complaint was received and completed its investigation. The OEM found that the hrsv monitor does not turn on. The OEM noted that the following tasks were performed: repaired power, video, replaced ic, tested all scope functions and performed backlight calibration.